Manufacturer narrative:
(B)(4). Product code and lot number not provided. A follow up submission will be done upon completion of carefusions investigation. (B)(4).

Event description:
Had a patient who had his pleurx removed yesterday and the cuff dislodged from the catheter; retrieved through port in skin with clamps. I was able to go in and retrieve it. Indwelling catheter in place for 4 months.

Manufacturer narrative:
(B)(4). The evaluation of the complaint sample was able to confirm the reported failure mode. The investigation was not able to identify the root cause for the catheter cuff becoming disconnected. The evaluation did not note any anomalies with the visual inspection of the cuff silicone ring or apparent adhesion of the cuff. DHR review could not be performed since lot information was not provided by customer. The reported failure mode was confirmed; however, probable root cause could not be determined; therefore, no corrective action plan could be identified. However, bd has taken proactive action by performing general awareness training of the issue, understanding the pleural catheter assembly procedure and the general understanding to the importance of producing quality product. The failure mode will be entered into the complaint management system and will be tracked / trended for any additional similar failure modes.